Event description:
The customer reported that the device, trs100sb2, ancr tissue retrieval system, 10mm, 175ml (5/bx), was being used during a robotic assisted laparoscopic cholecystectomy with indocyanine green procedure on (B)(6) 2023 when it was reported, ¿doctor had a robotic assisted laparoscopic cholecystectomy with indocyanine green procedure. While retrieving the gallbladder with the anchor tissue retrieval system (trs-100sb2) the gallbladder fell out of the end of the bag while trying to remove it from the body (it appears that the bag split right at the seam). The gallbladder then fell back into the cavity. Doctor then had to enlarge the incision to remove the gallbladder with forceps. The gallbladder was removed in one piece. He does not believe that there was any harm to the patient, but that is hard to tell if there was any bile that leaked. That is to be determined.¿. There was no report of extended hospitalization for the patient. This report is being raised due to the reported injury to patient for enlarging the incision to remove the gallbladder.

Manufacturer narrative:
Received one trs100sb2 in opened original package. Lot number was verified. Performed a visual inspection, the device was returned completely dissembled. Root cause cannot be determined, however, based upon evaluation of the device; a possible cause of this event could be excessive force. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. This is the only complaint for this lot number and failure mode within the past two years. (B)(4). Per the instructions for use, the user is advised the following: care should be taken when using sharp and electro-surgical devices. Note the size of the trocar cannula when removing a specimen through the trocar cannula and seal system. If required, enlarge the port site to aid removal of the anchor¿ tissue retrieval system¿ by conmed. We will continue to monitor for trends through the complaint system to assure patient safety.

Event description:
The customer reported that the device, trs100sb2, ancr tissue retrieval system, 10mm, 175ml (5/bx), was being used during a robotic assisted laparoscopic cholecystectomy with indocyanine green procedure on (B)(6) 2023 when it was reported, ¿doctor had a robotic assisted laparoscopic cholecystectomy with indocyanine green procedure. While retrieving the gallbladder with the anchor tissue retrieval system (trs-100sb2) the gallbladder fell out of the end of the bag while trying to remove it from the body (it appears that the bag split right at the seam). The gallbladder then fell back into the cavity. Doctor then had to enlarge the incision to remove the gallbladder with forceps. The gallbladder was removed in one piece. He does not believe that there was any harm to the patient, but that is hard to tell if there was any bile that leaked. That is to be determined.¿. There was no report of extended hospitalization for the patient. This report is being raised due to the reported injury to patient for enlarging the incision to remove the gallbladder.

Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. We will continue to monitor for trends through the complaint system to assure patient safety.